Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in the posterior tibial artery. The command 14 guide wire was advanced with a non-abbott balloon catheter to the target lesion however when the balloon was inflated, the tip of the guide wire separated. The separated portion was not retrieved and remains in the patient anatomy. Per the physician no further intervention is currently planned. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported guide wire separation was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received and the observations from the returned analysis, a definitive cause for the reported difficulty could not be determined. Factors that may contribute to a material separation include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with the other devices, and/or interaction with challenging anatomy. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed reports, additional information was provided. The separated tip of the guide wire was embedded in the vessel and not removed. No additional information was provided.